Manufacturer narrative:
Device history record (DHR) investigation did not show issues related to complaint. Complaint cannot be confirmed since the sample was not available for investigation, therefore, it is not possible to determine the root cause for the defect reported and a corrective action for it. The manufacturer will continue to monitor and trend relating complaints.

Event description:
Alleged issue: it was reported that the staples do not close properly. No patient consequences. Patient condition reported as fine.